Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, outdated printed circuit board (pcb) and power switch, line cord faded and worn, quick connect corroded, multiple scratches on enclosure and front cover, plate clip contaminated, missing reflux plug. Per functional testing, the device failed electrical testing on the analyzer. The complaint was confirmed. The root cause was a faulty heater. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced heater, outdated pcb, power switch cable, power switch retainer, membrane switch, quick connect, interlock block, plate clip, microswitch, line cord, front cover, reflux plug and labels. Performed preventative maintenance (pm), changed o-rings, reservoir gasket and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "trips electrical safety monitor. Analyzer error message. Ground fault occurred." Patient involvement is unknown.